Manufacturer narrative:
(B)(6). Occupation: unknown - "medical devices safety and quality officer". Lot: unknown. PMA/510(k) number: pre-amendment. (B)(4). This report includes information known at this time. A follow-up report will be submitted at the conclusion of the investigation or, when additional relevant information becomes available. (B)(4).

Event description:
It was reported, a patient of unknown gender or age was having an atherectomy and venous stenting procedure under general anesthesia. After the procedure, a 7fr performer introducer sheath was removed from the vessel. The scrub nurse reportedly informed the clinician that part of the sheath was missing and was informed that the tip of the sheath was "powdered" by the atherectomy device during the procedure. At the signing out , the scrub nurse asked the question again and was assured that the tip was "powdered". The patient had a computed tomography (CT ) scan the following day and the missing part of the sheath was identified on the images and it was reported. The tip was surgically removed. No patient adverse effect has been reported. Lot number of the complaint device was not provided. Manufacturer of the atherectomy device was not provided. Additional information regarding event details, product information, and patient outcome has been requested but not yet received.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation. Reviews of the dimensional verification, drawing, manufacturer¿s instructions, quality control, specifications, and a visual inspection of the returned device as well as an inspection of an unused product were conducted during the investigation. The visual inspection of the returned package confirmed that two 7fr performer introducer sheaths (rcf-7.0-38-j) were returned to cook for investigation. One device was shredded and the other undamaged. The damage device was bisected to achieve a clean endhole to check the inner diameter. The outer diameter of both devices was measured to be .121in and the diameters were measured to be .100in, both of which were within specification. There was no further damage found on the devices. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Furthermore, reviews of the manufacturer¿s instructions, drawings, and quality control procedures were conducted, and no gaps were discovered. It should also be noted that an IFU is not provided for this device. Based on the information provided and the examination of the returned product, investigation has concluded that the atherectomy device was likely the cause of the reported failure. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.